Manufacturer narrative:
Upon further review, the debris identified on the spike of an IV tubing was found to be a non-baxter unspecified set; therefore, a baxter set is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV tubing spike of an unspecified IV (intravenous) tubing set had debris; further described as ¿had blue debris just like the rubber stopper¿. It was not specified at what process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.